Manufacturer narrative:
Another allegation of discrepant urea results for 1 patient was reported on the same analyzer. On (B)(6) 2022, the initial urea result was 2.5 mmol/l.. The repeat results were 7.7 mmol/l and 7.7 mmol/l.. It is unknown if the initial result was reported outside of the laboratory. The reagent lot and expiration date were requested but not provided. The field service engineer (fse) changed the heat cut filter, cuvettes, and bulb. A cell blank and pressure checks were performed. The investigation is ongoing.

Manufacturer narrative:
The service maintenance actions performed by the field service engineer resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable ureal urea/bun results for 1 patient sample on a cobas 8000 c702 module. The initial ureal result was 0.35 mmol/l. The repeat result was 10.33 mmol/l. No questionable results were reported outside of the laboratory. The reagent lot and expiration date were requested but not provided.